Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented in an unknown manner and had received inappropriate high voltage therapy. Upon examination, the patient's implantable cardioverter defibrillator was found to be incorrectly interpreting supraventricular tachycardia episodes as true ventricular fibrillation, resulting in the inappropriate shock. Corrective programming changes were made. No patient consequences were reported throughout the intervention.